Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited intermittent high pacing impedance measurements. Threshold measurements have also increased since implant. Shock impedance measurements have been stable. No noise could be elicited. There are no adverse patient effects or therapy delivery issues reported.